Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 01nov2018. The customer troubleshot with philip's technical support. The customer had replaced the power supply, blower and blower motor controller in the unit. The customer was advised to replace the sensor board.

Event description:
It was reported that the ventilator blower shutdown for the crossover test an did not restart. There was no patient involvement. The event date was not specified; estimate used.